Manufacturer narrative:
Device evaluation details: the device evaluation has been completed. The device was visually inspected, and it was found with a reddish material in the pebax. Then, the catheter was tested on the generator and the temperature and impedance values were observed within specifications. Additionally, a scanning electron microscope (sem) testing was performed on the damage area and the results showed evidence of mechanical damage and a hole on the pebax surface. Object that cause the damage is unknown. No other anomalies were observed. A manufacturing record evaluation was performed for the finished device 30313917m number, and no internal action was found during the review. The customer complaint cannot be confirmed. The root cause of the damage on pebax cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures, it could be related to the handling of the device during the procedure. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Initial reporter phone: (B)(6). Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter for which biosense webster¿s product analysis lab identified a hole on the pebax. It was initially reported by the customer that after the smart touch sf catheter was inserted into the cardiac cavity, when ablation was conducted, impedance became hi and ablation stop, the cable was changed but same issue as impedance became hi, the catheter was changed. The issue was resolved by changing the catheter to another one. The procedure was completed without patient's consequence. The customer¿s reported high impedance issue is considered not MDR reportable since the user-defined cut-off was not exceeded as ablation stopped and the potential that it could cause or contribute to a death, serious injury, or other significant adverse event, is remote. On 6/30/2020, the complaint product was returned to biosense webster inc.¿s (bwi) product analysis lab (pal) for evaluation. Initial visual analysis found reddish material in the surface of pebax sleeve. The catheter was sent for further analysis. On 7/9/2020, scanning electron microscope (sem) analysis was performed and found evidence of mechanical damage and a hole on the pebax surface. Object that cause the damage is unknown. No other anomalies were observed. This founding of a hole in the pebax was assessed as an MDR reportable malfunction.